Manufacturer narrative:
D4: model and catalog numbers corrected. E1: reporter contact information was not available. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a bacterial driveline infection. The patient was hospitalized and was treated with invasive surgical procedure, translocation and drug therapy. The cause of the infection was thought to be depending on the patient's condition. Although the infection was not thought to be related with the device, it could not be ruled out too. The patient was discharged on (B)(6) 2024.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.